Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. It was noted that the valve of the sheath was permeable at the beginning of the procedure, therefor not airtight. A new sheath was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.